Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose was recorded as ¿high,¿ exceeding safe levels. The customer addressed the elevated blood glucose by administering a correction bolus via the pump, without requiring any third-party assistance. Reportedly, the customer was using cold insulin with the pump. The customer was educated on the proper load techniques. Eventually, the issue was resolved by changing the infusion set and cartridge, after which the customer resumed insulin therapy.